Manufacturer narrative:
Address and phone number unknown. Results: bd received samples and photos from the customer facility for investigation. The samples and photos were evaluated and the customer's indicated failure mode for foreign matter on lancet with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: bd was able to duplicate or confirm the customer's indicated failure mode. Rca indicated that incorrect protection of hair of an assembly machine operator resulted in the situation, the hair fell down onto the uniform and into the assembly machine. Corrective actions, reg. No. Kdkr - 35/2016 were initiated.

Event description:
It was reported that fm like a hair got caught between pink part and white part of the bd microtainer® contact-activated lancet. No medical/surgical intervention occurred as a result of this incident.